Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported by fax that a patient's catheter adapter split and the patient's abdomen was wet. There was no patient harm or adverse event, and no medical intervention was required as reported at intake. Upon follow up, pdrn stated that the adapter spilt the catheter open and led to the leak. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was prescribed prophylactic antibiotics, cefazolin 1 gram. The pdrn stated that the patient was able to complete treatment on the cycler and is continuing treatment without any issues. The sample used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: upon further investigation, it was determined that the event reported on this MDR was due to the patient's betacap adapter from covidien (not a fresenius product). There will be no further updates on MFR#: 8030665-2019-00194.

Event description:
A peritoneal dialysis (pd) nurse reported by fax that a patient's catheter adapter split and the patient's abdomen was wet. The leak was between the catheter and the betacap adapter from covidien. There was no patient harm or adverse event, and no medical intervention was required as reported at intake. Upon follow up, pdrn stated that the adapter spilt the catheter open and that was led to the leak. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was prescribed prophylactic antibiotics, cefazolin 1 gram. The pdrn stated that the patient was able to complete treatment on the cycler and is continuing treatment without any issues. The sample used by the patient was discarded and is not available for return for physical evaluation by the manufacturer